Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device's image processing computer was not booting, which can impact imaging. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the coronary diagnosis procedure. The procedure was completed by restarting the device. Field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file found post frontal ippc error. Upon troubleshooting actions, fse identified the issue due to the internal malfunction of ippc. Fse replaced the host pc and ippc and upgraded the system software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.